Manufacturer narrative:
The investigation into the case issue is currently on-going. A supplemental report will be provided at the end of the investigation. The common device name in the MDR form was truncated due to character limitations. The common device name for this device is "assay,hybridization and/or nucleic acid amplification for detection of hepatitis c rna,hepatitis c virus". (B)(4).

Event description:
A customer from the united states reported the generation of an over-quantitated hcv result for 1 patient when tested with the cobas ampliprep/cobas taqman hcv test, v2.0 (lot x03082). The over-quantitated result was > 100,000,000 iu/ml. The result was reported out but then flagged by the customer's system because it was a patient who always tested as "target not detected". The customer retested the sample and obtained an expected "target not detected" result. The customer indicated that the pcr growth curve from the first test looked like a "target not detected" result, except for a small spike in the growth curve. The customer confirmed that even though the result was reported out that there was no adverse event or change in treatment with the patient.

Manufacturer narrative:
A customer from the united states reported the generation of an over-quantitated (B)(6) result for 1 patient when tested with the cobas ampliprep/cobas taqman hcv test, v2.0 (lot x03082). The over-quantitated result was (B)(6). The customer indicated that the pcr growth curve from the first test looked like a "target not detected" result, except for a small spike in the growth curve. CAPA was initiated for the complaint issue. Investigation has shown that the k-tips, consumables utilized for re-suspension and to transfer prepared samples into master mix for amplification/detection could have contributed to the issue. The root cause investigation is on-going via the CAPA case. Corrective and preventive actions will be implemented as appropriate. A (B)(6) rna result when the cobas ampliprep/cobas taqman hcv test, v2.0 is used for diagnosis or monitoring may result in psychological distress. However, patients treated for (B)(6) are followed in specialized clinics where (B)(6) results would be identified as such after additional laboratory tests. (B)(6) guidelines recommend (B)(6) genotyping for patients with (B)(6) results and recommend resistance associated variant testing in certain circumstances. This additional testing would yield negative results; thereby, pointing towards a (B)(6) test result. A mis-diagnosis of (B)(6) in a patient with non-(B)(6) liver disease is unlikely to cause adverse health consequences since evaluation of patients with liver disease is based on clinical presentation and multiple test results but not exclusively on the (B)(6) test result. While health hazards of (B)(6) results may range from psychological distress to erroneous initiation of (B)(6) treatment with potential adverse events it is unlikely that these occur. Adverse events of new (B)(6) regimens are less common and most importantly the initiation of treatment is not based exclusively on the result of a (B)(6) test. (B)(4).